Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. Right plunger case was cracked. Force sensor test error was found in the history. The technician was unable to duplicate the force sensor test error, all the reading of force sensor within the required specification. The root cause of the reported issue was found to be the customer must have manipulated the pump during it self-test, by entering the biomed code 2580, and customer was able to clear the force sensor test error. Performed preventive maintenance and all functional tests. Repair was not needed per customer reported problem due to no problem found. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the force sensor issue occurred. No patient injury was reported.